Event description:
Olympus was informed that during an unspecified procedure, an unidentified ligating device fell out of the colonoscope instrument channel into a pt. The ligating device was removed from the pt. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report. On (B)(4), 2012, a pt reportedly is treated with the colonoscope and a ligating device. The day after, other pt was treated with the same colonoscope. This procedure was completed w/o problems. When the next other pt was treated, a ligating device fell out of the colonoscope instrument channel into the pt. The device was not yet returned to olympus for eval. The cause of the reported phenomenon cannot be conclusively determined, but insufficient reprocessing cannot be ruled out as a causative factor. If significant add'l info is rec'd, a supplemental report will follow. Cross-reference MFR report # 8010047-2012-00316 for other related reports.